Event description:
A report was received that the patient had difficulty charging due to a possible ipg rotation. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.